Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was found to be damaged and was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys rebooted on it's own prior to a case. The procedure was completed without incident. No pt injury was reported.